Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, the biomedical technician indicated that the tubing in the hydraulics was reworked which resolved the fluid leak and high (negative) tmp issues. Functional testing performed by the biomed confirmed that the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: the patient medical records were provided by the facility on june 28, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the review of both the patient medical records and event details as provided by the user facility, there is no documentation to indicate that a causal relationship exists between the 2008t hemodialysis (hd) machine, the hd treatment performed on (B)(6) 2016, and the episode of syncope experienced by the patient.

Event description:
The following information was noted within the medical records provided for this patient. On (B)(6) 2016, after completion a routine hemodialysis (hd) treatment, the patient presented to the emergency department for evaluation related to a syncopal episode experienced while undergoing dialysis earlier that same day. The patient was asymptomatic while in the emergency department of the hospital and was subsequently discharged to home with no further intervention. The patient reported to the user facility for the next routinely scheduled in-center hd treatment, and the therapy was successfully completed without incident.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility reported that a patient passed out approximately two hours into a regularly scheduled hemodialysis (hd) treatment. The patient complained of not feeling well prior to losing consciousness. The nurse administered saline shortly before the patient ¿passed out.¿ the nurse administered additional saline and called for emergency equipment. However, the patient regained consciousness prior to the initiation of any further emergency measures. The patient received approximately 1,400cc¿s of saline. The nurse then noted a puddle, approximately 2 feet by 3 feet, behind the machine. Upon closer examination, a small stream of fluid was observed ¿spraying out¿ from the red dialysate line on the back of the hd machine. Around the same time the leak was identified, the unit generated a high (negative) transmembrane pressure (tmp) alarm. The patient was transferred to another machine, and successfully completed the remaining 1 hour and 30 minutes of treatment with no further issues. According to the nurse, the patient¿s blood pressure (bp) never dropped below 100 systolic, except when the patient ¿passed out.¿ no blood loss occurred during treatment. The machine indicated that 1.1 liters of ultrafiltration (uf) was removed during the hd treatment. However, the patient was 900ml¿s under dry weight and the nurse believed the patient should have been about 600-700ml¿s over dry weight. The patient has a history of heart disease. Therefore, following the incident, the patient¿s physician was contacted and notified of the event. The physician instructed the patient to report to the emergency room (ER) for an evaluation. Following the completion of the hd treatment, the patient was transported to the ER by family members. Upon arrival, the patient had blood drawn, and then received a chest x-ray and had an electrocardiogram (EKG) performed. The patient was discharged from the hospital following the assessment without being admitted for further evaluation. The patient reported to the user facility for their next routinely scheduled in-center hd treatment, and the therapy was successfully completed without incident. Follow-up information was provided by the biomedical technician who revealed that the leak originated from a pin hole in the return dialysate line where the nipple clamps to the hydraulic. The biomed reworked the tubing to resolve the issue. Functional testing performed by the biomed confirmed the unit was operating properly. The unit is ready to be returned to service at the user facility.